Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle deployed early.

Manufacturer narrative:
The device was received not deployed with the needle cap attached to the device. Upon removal of the needle cap, the needle mechanism deployed. The data showed that the first priming sequence ended at 45 pulses and deactivation occurred at 55 pulses. Although the needle mechanism was reset and fired properly during the investigation, the exact cause of the reported event could not be determined.correction to d(4): lot number changed from unavailable to pd1u09122211. Expiration date changed from unavailable to 3/12/2024 d4: unique identifier (UDI) # changed from (B)(4) to (B)(4). D4: serial # changed from (B)(6) to (B)(6). H4: device mfg date changed from unavailable to 9/12/2022.